Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-1415. The pt has two leads implanted with the same lot number. It was reported, the pt is not receiving effective stimulation and his scs system was auto reducing. An sjm rep met with the pt and lead diagnostics showed multiple contacts with invalid impedances. Reprogramming was able to capture the pt's pain pattern at that time. It was also reported the pt's stimulation shut off suddenly and is unable to communicate with or charge his ipg. The pt stated, the ipg site was sore and had redness one day. F/u info identified the pt's right lead is now showing all contacts are invalid. Reprogramming was unable to resolve the issue. The pt has suffered many falls. The pt is working with his physician to determine the next course of action.